Event description:
Philips received a complaint on the v60 ventilator indicating that there was a leakage alarm produced. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received on 08sep2025, it was confirmed that the only issue with the device was the leakage alarm. The device diagnostic report (drpt) was stated to be unavailable. The device configuration at the time of the event was stated to be asked but unknown (asku). The patient information was also stated to be asku. The asp confirmed that the hospital equipment department replaced "the pipeline" to resolve the issue. The part number for this replaced part was not provided. The asp confirmed that the device was returned to full functionality and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.